Event description:
It was reported to Philips that there is no image in the monitor.The system was not in clinical use during the event. No harm was reported to the user or the patient during the event.Philips has started an investigation of this complaint.